Event description:
Reportedly, the endogia universal and load 030418 was fired as normal, after firing the instrument was removed and it cut, but placed no staples. They went back in and fired the instrument again, with new loads (030418). The bowel spilled over in to the abdomen, so as the surgeon had to fix the pt was under anesthesia and extra hour and had to be given antibiotics and drain tube. Procedure: appendectomy.